Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Concomitant medical products.: nexgen cruciate retaining cr-flex femoral component, catalog # 00575201601, lot # 63513059, nexgen trabecular metalâ?¢ standard primary patella, catalog # 00587806535, lot # 63522632, headless trocar drill pin, catalog # 00590102000, lot # 63552809, tibial tray fixed bearing size 5, catalog # 00595404701, lot # 63276213. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01202.

Event description:
It was reported that the patient underwent an initial knee arthroplasty two years ago. Subsequently, the patient was revised due to tibial and articular surface loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of pictures and video. Visual examination of the provided photos showed bodily material on the tibial tray and articular surface, confirming devices were removed from the patient. A video also showed the articular surface being lifted off of the tibial tray using a surgical tool at the front edge of the articular surface and tibial tray. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.